Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, bad battery, weak battery, battery out limit, failed battery test alarms or unexpected restart, external ram crc error alarms noted during testing.